Event description:
This is an international report where the pouch of the mini cap was empty. There is no patient involvement reported. The complaint was noticed before patient use.

Manufacturer narrative:
(B)(4). A follow up will be sent once the evaluation has been completed or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.